Event description:
On 25 january 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, it was reported that one device did not properly deploy the implant. A portion of the needle tip detached from the device adhered to the patient¿s prostatic tissue, which was removed by the physician using graspers. Investigation of the returned device and needle fragment on (B)(6) 2023 identified that approximately 2mm of the needle was broken and unaccounted for. The physician was notified, and stated they would observe the patient¿s condition. No patient adverse events were reported.